Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed inflammation of the right axilla to elbow 17 days post miradry treatment. The affected area was drained by the clinic, and antibiotics were prescribed. The inflammation was resolving.